Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: a partial nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual and tactile inspection of the hypotube identified no issues. A complete balloon circumferential was noted in the balloon and the distal section of the balloon tear was not received for analysis. Further examination of the balloon tear via microscope noted a complete circumferential tear in balloon material 22.4cm from the port exchange. A visual, tactile and microscopic inspection of the shaft polymer extrusion identified a break in the distal section of the device, and the distal section did not return for analysis. The inner wire lumen was detached and did not return 20.2cm distal to the port exchange (includes the distal tip).

Event description:
Reportable based on device analysis completed on 03-dec-2025. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed balloon torn circumferential.